Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. The keypad connector on j2/lcd is locked properly during visual inspection. The pump was unable to perform self test and displacement test due to no button response. No button error alarm during testing. No moisture damage found on the lcd board, mother board, interface board, rf board, motor, vibrator and battery tube assembly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone that the insulin pump had button error alarm. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis.

Manufacturer narrative:
The date provided with the initial report was incorrect. The correct date is (B)(6) 2019.